Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that every device in the department had the incorrect time. Technical support (ts) had him go to the central nurse's station (cns) and exit the application, enable daylight saving time on the windows screen, then reboot the cns. Ts then asked him to power cycle the cns and leave it off for 2 minutes, but when powering back up, the cns went through 3 boot loops. After the 3rd boot loop, the cns application started automatically, and live data was displayed on the all-beds screen. This resolved the time issue, but it was unclear why the cns went into a boot loop. No patient harm was reported. Investigation summary: troubleshooting determined that the incorrect time was related to system time and daylight-saving configuration on the cns. Technical support guided the customer to enable the correct daylight-saving setting and perform a reboot and a power-cycle of the cns to propagate the time update to the connected devices. During the process, the cns experienced several automatic boot loops but recovered without intervention. After the boot loops, the correct time was displayed on all affected monitors. The root cause is incorrect system time/daylight-saving configuration requiring reboot to synchronize the connected devices. Nihon kohden will continue to trend and monitor for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/07/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied a couple of times, but did not seem to understand the request and never sent the proper device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that every device in the department had the incorrect time. Technical support (ts) had him go to the central nurse's station (cns) and exit the application, enable daylight saving time on the windows screen, then reboot the cns. Ts then asked him to power cycle the cns and leave it off for 2 minutes, but when powering back up, the cns went through 3 boot loops. After the 3rd boot loop, the cns application started automatically, and live data was displayed on the all-beds screen. This resolved the time issue, but it was unclear why the cns went into a boot loop. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that every device in the department had the incorrect time. Technical support (ts) had him go to the central nurse's station (cns) and exit the application, enable daylight saving time on the windows screen, then reboot the cns. Ts then asked him to power cycle the cns and leave it off for 2 minutes, but when powering back up, the cns went through 3 boot loops. After the 3rd boot loop, the cns application started automatically, and live data was displayed on the all-beds screen. This resolved the time issue, but it was unclear why the cns went into a boot loop. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that every device in the department had the incorrect time. Technical support (ts) had him go to the central nurse's station (cns) and exit the application, enable daylight saving time on the windows screen, then reboot the cns. Ts then asked him to power cycle the cns and leave it off for 2 minutes, but when powering back up, the cns went through 3 boot loops. After the 3rd boot loop, the cns application started automatically, and live data was displayed on the all-beds screen. This resolved the time issue, but it was unclear why the cns went into a boot loop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/07/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied a couple of times, but did not seem to understand the request and never sent the device information.